Event description:
In 2008, loss of left pinky finger. In 2009, loss of half ring finger. In late 2008, onset of loss/pain in low back and legs. And the pain got progressive. Unable to stand or walk 4 minute intervals. Dose or amount: cover edge of denture. Frequency: daily. Dates of use: 2003 - 2009. Diagnosis or reason for use: hold denture firm.